Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Pending revision due to dissociation. Aseptic glenoid loosening. The case report form indicates this event is definitely related to devices and definitely related to procedure.

Event description:
Approximately 5 year(s), 3 month(s) and 28 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. It was further stated that disassociation of other component - possible separation of poly from bone cage. Approximately 9 months and 21 days after the initial report of issue, the patient underwent a standard total revision with the removal of the replicator plate, torque screw, humeral head, and glenoid. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely related to the device(s) and/or to the procedure.

Manufacturer narrative:
After further review of additional information received the following sections a2, b5, b7, d1, d2a, d2b, d4, d6b, d10, e1, e2, e3, g1, g2, g3, g4, g6, h1, h2, and h6 have been updated accordingly.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) glenoid loosening. However, this cannot be confirmed as the device was not available for evaluation and no further information was provided.